Manufacturer narrative:
Upon review of the image result files, the test wells for sample (B)(4) d1 and d2 appeared to contain fibrin. The customer performed repeat testing using the original sample tube with the same vials of reagents as the original run on the echo and it resulted as rh negative as expected. Unexpected positive result appears to be sample-related.

Event description:
A customer reported obtaining unexpected positive rh typing results on the echo.